Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as pump had not yet been used for insulin therapy at the time of the issue. No additional patient or event information was available.